Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp support and during support, the anticontamination sleeve ripped. No further information was provided and the patient survived.

Manufacturer narrative:
The investigation of product damage (sleeve damage) has been completed. The clinical details state that there was a sleeve tear. The returned product showed that the sleeve was detached from the side closest to the blue butterfly. There was tegaderm on it to seal the sleeve back to the ring. Due to lack of clinical details regarding how the sleeve became torn, the root cause of the product damage (sleeve damage) cannot be determined. D9 device returned to manufacturer date added.